Event description:
In a literature review, the following information was obtained. A, murakami., et al. "Initial results of endovascular abdominal aortic aneurysm repair in fifty cases." Japanese journal of endovascular surgery. May, 2013, vol.14(1). 54-59. On an unknown date, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. A distal type I endoleak was revealed after the stent graft was implanted, but the procedure was concluded with a wait-and-watch approach taken to the endoleak. Approximately six months post initial procedure, a follow-up revealed that the distal type I endoleak had still persisted. On an unknown date, the patient was implanted with additional stent graft to treat the distal type I endoleak. The endoleak was resolved after the reintervention.

Manufacturer narrative:
Literature citation: a, murakami., et al. "Initial results of endovascular abdominal aortic aneurysm repair in fifty cases." Japanese journal of endovascular surgery. May, 2013, vol.14(1). 54-59. Report source: modified the report source to be "literature".

Manufacturer narrative:
Further information, including the implant date, the event date, and item/lot numbers of the device, could not be obtained. As the event occurred in the same date as the device was implanted, the date the literature was published is determined to be the device implant date as well as the event date. Also, an investigation into the cause of this event could not be performed as well as a review of the manufacturing paperwork could not be performed.